Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture malposition was confirmed. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after a diagnostic procedure with a 6f sheath. Reportedly, with the first device, a cuff miss [suture retrieval issue] occurred. With the second device, upon device removal, it was found that the suture did not attach to the vessel. The suture came out stuck to the device with the knot formed [malposition]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.